Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-10200 and 1627487-2013-10201. It was reported the patient ((B)(6)) is experiencing painful stimulation and shocking sensations at the ipg pocket site. It was noted that this occurs when the patient gets up from a sitting position and only when stimulation is on. The patient reported he has to turn stimulation off when using an elevator or his cell phone to prevent stimulation turning on or off on its own. Additionally, the patient is experiencing heating while recharging his ipg, an increased recharge burden and communication issues between the ipg and charging system. Follow up information revealed the patient's ipg and lead extensions were explanted and replaced. Please note: additional device information for device 2 has been requested; however, no further information was available at the time of this report.